Manufacturer narrative:
(B) (4). (B) (4): (B) (4).

Event description:
Same case as 1527460-2010-00113. The complainant reported an under-delivery. The intended amount was 300ml; however, the actual amount received was 150ml over one hour per method of measurement, which was the delivery bag.